Event description:
A surgeon reported that during surgery, the speed of the air flow was late when substituting with air; it took about two minutes. During the delay, the pt's cornea was noted to be flat when aspirating on extrusion mode. After air substitution was completed, the flat cornea was recovered. It was also noted that when using iop (intraocular pressure) control, the surgeon felt the pressure was weak, so he increased the pressure. The surgery was completed without further issues. There were no reported postoperative consequences to the pt.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).